Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open sigmoid colectomy, during the end-to-end anastomosis, the surgeon attached the anvil to the trocar and closed the device to approximate the tissue. Prior to firing, the surgeon opened the device to reposition the tissue. At that point, the anvil tilted. Surgeon decided to remove the tilted anvil and replaced it with a new one. There was no patient injury.